Event description:
It was reported that during ventricular lead revision procedure, an insulation anomaly was observed on the right atrial lead. The lead was explanted and replaced.

Event description:
New information notes: it was reported that the lead dislodged and exhibited high thresholds. The patient had previously fallen, but the physician suspected the lead dislodged due to twiddlers syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun